Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pin holding the jaw of the upbiting pituitary fell off. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Evaluation found that the inferior static jaw is bent and broken at the centerline of the pivot pin hole. The location, direction and amount of force required in order to bend and induce fracture of the jaw, is consistent bend stress overload.